Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 2 (lot number 208058, expiration date 09/30/2013). (B)(4).

Event description:
Customer received result of 0.8 mmol/l on compact plus system 1, and result of 6.5 mmol/l on compact plus system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.